Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/15/2024.

Event description:
Healthcare provider reported a left side deflation. Healthcare provider also noted observations made during surgery of "hole in radius edge". The device has been explanted.

Event description:
Healthcare provider reported, a left side deflation. The device has been explanted.

Manufacturer narrative:
Based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed an opening on posterior assessed as fold flaw opening and observed an opening on posterior assessed as surgical damage. Additional observations: ¿ no other observations observed on the device. No further actions are required as the device was implanted.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted.